Event description:
It was reported the sys would not boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adaptor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.